Manufacturer narrative:
The device in question, the excaliber plus, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in a variety of procedures where electrosurgical cutting, and/or coagulation is needed. Conmed engineer was requested to inspect the diathermy unit involved in this incident (to mitigate the risk of using other excaliber plus diathermy devices in the trust). The electrosurgical generator was evaluated on (B)(6) 2014. No faults were found with the esu, and, no damage was noted to the unit. The esu was successfully tested per test protocols to all unit specifications. The unit was also tested to rigel lf safety tests to all specifications. No failure was detected with the electrosurgical generator. The device operated according to all specifications; therefore, no corrective action is warranted at this time. Conmed is considering this complaint closed. This medwatch is associated with medwatch 1720159-2014-00020 being filed for the suction coagulator utilized in the incident.

Event description:
It was reported to conmed that, "suction coagulator 130187 - flames noted by the surgeon in the nasopharynx." Conmed's received the end-user submitted (B)(4) report (B)(6) received by conmed on (B)(4) 2014. The adverse incident report reads, " five years old child was scheduled for elective grommets+myringotomy+eua pns +/- adenoidectomy. Pmh mild asthma. One uneventful anaesthetic for tonsillectomy + adenoidectomy. Uneventful anaesthetic this time as well until there was transient flames noted by the surgeon in the nasopharynx. Oxygenation and airway pressures maintained. Cold packs applied to the burnt area. Dexamethasone was already given. Haemodynamically stable. Aod was informed. ICU consultant attended. Southampton contacted. Details of injury: burn. Actions taken: to continue with ventilation and sedation. To wait for the southampton team for transfer to oxford. IV fluids and antibiotic given. Re-examined by consultant ent surgeon and appropriate pictures taken. Ett was changed to cuffed ett over gum elastic bougie. Uneventful exchange of ett. Orogastric tube passed. Position checked by xray. Device quarantined by theatres for investigation. Conmed engineer was requested to inspect the diathermy unit involved in this incident (to mitigate the risk of using other excaliber plus diathermy devices in the trust).